Manufacturer narrative:
(B)(4). This report is for one (1) unknown 3.5mm cortex screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown 3.5mm cortex screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. The exact date of when the screw broke is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Customer quality unit received a maude report forwarded from (B)(4); this report is against user facility report# (B)(4) . Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. This report is for one (1) unknown 3.5mm cortex screw. This is report 1 of 1 for (B)(4).